Event description:
A report was received that the patient had infection at the midline incision and battery sites. Symptom was excessive drainage. The patient was prescribed antibiotics for infection. The patient underwent an explant procedure and recovered well following the procedure. The physician did not believe that the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as it was discarded by the medical facility.